Event description:
It was reported this was an arteriotomy closure of the heavily calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to an impella procedure. Reportedly, no suture was present when the plunger of four prostyle devices was removed, cuff misses occurred. The physician opted from use of prostyle devices. The sheath was upsized to a 14f sheath and the impella procedure was completed. The 14f sheath was put back in and pressure was held to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional prostyle devices referenced in b5 are filed under separate medwatch report numbers.